Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful.the sensor data was reviewed and a signal low error message along with a drop in glucose were observed, indicating that the sensor had terminated off the body and is consistent with the removal of a properly applied and functioning sensor.therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an unspecified sensor error message from the adc device. Due to this, customer was unable obtain readings or glucose alarms. The customer experienced symptoms of sweating and felt like their "heart was racing." The customer was seen by a healthcare professional who provided treatment with oral glucose for hypoglycemia. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported receiving an unspecified sensor error message from the adc device. Due to this, customer was unable obtain readings or glucose alarms. The customer experienced symptoms of sweating and felt like their "heart was racing." The customer was seen by a healthcare professional who provided treatment with oral glucose for hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an unspecified sensor error message from the adc device. Due to this, customer was unable obtain readings or glucose alarms. The customer experienced symptoms of sweating and felt like their "heart was racing." The customer was seen by a healthcare professional who provided treatment with oral glucose for hypoglycemia. There was no report of death or permanent injury associated with this event.